Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 10-jan-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system exhibited a lag when logging using the biometric identifier. The technical support specialist (tss) dialed into both the stations, verified the application logs from file transfer tab in bomgar, identified a domain error and the port was open. The customer confirmed that the vm was ran out of space, updated it and confirmed that the login speeds up successfully. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es multiple stations were lagging during login with their biometric identifiers. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.